Event description:
Bio-med technician reports 3 incidents of blood seeping at the arterial header and dialyzer casing. The incidents occurred at the onset of the pt's treatments. Treatments were discontinued and blood was rinsed back, with no more than 2cc's blood loss per incident. No pt injury or medical intervention reported.